Manufacturer narrative:
The event of autoreducing was reported to abbott. The patient controller was displaying the communication error message ¿strength is off, the generator could not deliver the desired strength¿. The patient has been receiving inadequate therapy/stimulation due to high impedance related to the patient's cervical lead. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient weight is unknown.

Event description:
It was reported the patient has been receiving inadequate therapy/stimulation due to high impedance related to the patient's cervical lead. As a result, the patient plans to undergo surgical intervention.